Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre reader would not turn on with button press or with test strip insertion. He further reported that on (B)(6) 2019 customer was experiencing ¿craving, palpitations, sweats, blurred vision, excitability¿ and ¿legs in cotton¿ but could not get his reader to turn on. Customer believed he was experiencing hypoglycemia so he self-treated with sugar and sweets, but then had contact with healthcare providers (hcp and pharmacist) who provided additional ¿re-sweetening¿ via oral route. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR's (device history review) for the libre reader were reviewed and the DHR showed the libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
Customer reported his adc freestyle libre reader would not turn on with button press or with test strip insertion. He further reported that on (B)(6) 2019 customer was experiencing ¿craving, palpitations, sweats, blurred vision, excitability¿ and ¿legs in cotton¿ but could not get his reader to turn on. Customer believed he was experiencing hypoglycemia so he self-treated with sugar and sweets, but then had contact with healthcare providers (hcp and pharmacist) who provided additional ¿re-sweetening¿ via oral route. There was no report of death or permanent injury associated with this event.